Manufacturer narrative:
Date rec¿d by MFR: 14oct2019, date of event: 17oct2019. Visual inspection of the power switch overlay assembly revealed no evidence of damage or contamination. The failure investigation (fi) technician installed a power switch overlay assembly into a fi test unit and confirmed the failure. The power on green light emitting diode (led) detached from the trace not making contact on the power switch overlay created the power on led not to illuminate. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: (B)(6) 2019. The manufacturer's field service engineer (fse) performed troubleshooting and confirmed the reported issue. The fse replaced the power switch overlay to address the reported issue. After this repair, no other abnormalities were found. The device was not in patient use at the time the reported issue was discovered. There is a relationship of the device to the reported problem. No parts were returned to failure investigation. .

Event description:
During periodic maintenance, it was reported that the power-on/off light emitting diode (led) did not turn on. There was no patient involvement.